Event description:
It was reported that the device exhibited last error code (lec) 44510. The event was found during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 11/4/2024. D3. Manufacturing plant address, city, zip code: corrected. H3: one device was returned for repair. Review of event log found no related alarms. Review of service history found no relevant records. Visual/functional testing was performed. Customer complaint of error code 44510 cannot be confirmed through verification testing. Confirmed device requires charging. Charging device to resolve internal battery issues.